Event description:
It was reported that the pulse generator was at end of life (eol). It was also reported that there may have been premature depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.